Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the saw blade device broke. It was reported that the event did not occur during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was noted that the device was veterinary equipment so there was no human patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.